Manufacturer narrative:
Jan 08, 2010. This event concerns a device that was mfg and used outside the united states. (B)(4). Conclusion: the electrical characteristics of the returned device were within specs. Is-1 leads could be introduced in both pacemaker connector channels and pacing pulses were present. The inspection of the connector header revealed damages of the intended screwdriver slot at the atrial level (hole) and of ventricular setscrew and terminal block. These damages are typical from a cross-threaded setscrew and confirm difficulties were met during the screwing/unscrewing operations. Because of these findings, it is likely that the electrical continuity was not ensured between the lead pin and the pacemaker components; consequently, failure to pace/sense (or loss of capture) and high impedance could have been observed. Therefore, it should be noted that: the labeling includes a clear description of the screwdriver slot position. The ventricular screwdriver slot is positioned above the axis of the ventricular lead connector pin and the atrial one is positioned below the axis of the atrial lead connector pin. The silicone cover for future pacemaker generation has been modified to ensure a better visualization of the screwdriver slots (with "target" slot, as shown below). Standard operating procedures are adequate to prevent the risk of incorrect setscrew positioning at the end of the mfg process and after shipping as described below: at the end of the mfg process, setscrews are screwed in such a position so that the lead could be inserted without unscrewing the setscrew. To ensure that setscrews are functional and not cross-threaded when the device is shipped, ela verifies with a visual inspection that the top of the setscrew head is at the same level as the top of the terminal block. This ensures that the setscrew is fully engaged in the terminal block. In addition, some glue is applied between the setscrew head and the terminal block to avoid any movement during device shipment and storage. These different steps are part of the procedure to be applied when the connector head is mounted on the titanium case. Therefore, if the setscrew needs to be retracted, the screwdriver blade should be turned no more than 1 turn counterclockwise, otherwise the setscrew may be disengaged. To position it correctly after disengagement might be difficult. The instructions provided in the physician's manual are adequate to prevent setscrew loosening, which are applicable in case of re-intervention.

Event description:
Reportedly, during a pacemaker replacement, the physician encountered difficulties to connect the lead to the pacemaker involved in this MDR report. After operation, ventricular loss of capture at 4v/0.5ms was confirmed and abnormal lead impedance in bipolar configuration was measured (>3000 ohms). Electrical and/or mechanical failure was suspected, the device was not implanted and returned for analysis. A new pacemaker was connected to the lead without any difficulties and normal lead impedance was measured (349 ohms).